Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the system to insert the lens is really error prone as one has to press the optics with tweezers. In addition, the lens is pushed forward in the cartridge with tweezers. Something like this can easily happen. Thus, a scratch on the lens becomes a lottery game and hcp no longer want to implant lens under these conditions. No medical or surgical intervention required as a result of this event. The patient was not hospitalized for the event and there was no harm to the patient. No further information is available.

Manufacturer narrative:
An unspecified company cartridge and handpiece were indicated. A non-qualified viscoelastic was indicated. The damage could not be verified as the product was not returned. The root cause for the reported lens damage may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was indicated. It is unknown if a qualified cartridge and handpiece were used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).